Manufacturer narrative:
The customer reported that after the cns (central nursing station) was moved to a different room, all beds were in communication loss. Nihon kohden technical support assisted the customer with troubleshooting the issue and found that there was no ip address. The cns was restarted and a switch was replaced. The reported event was resolved after this. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that after the cns (central nursing station) was moved to a different room, all beds were in communication loss.